Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two episodes of hypoglycemia while using the ilet, one before a meal and one after a meal, each with glucose readings reported to be below 40 mg/dl and corrected with oral glucose; no fingerstick confirmation was performed, and review of available reports did not reveal an antecedent event to explain the pre-meal drop. Symptoms included shakiness, difficulty concentrating, and impaired ability to communicate thoughts, with the user otherwise asymptomatic until glucose fell below 40 mg/dl. Outcomes included alerts for low and urgent low glucose and successful resolution of the episodes with oral carbohydrate without hospitalization. Investigation included complaint intake review, event data review, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction or identifiable precipitating factor based on the available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.